Event description:
Reportedly, during patient use, a pressure sensor error occurred when the 'low paw' alarm occurred. The patient was manually ventilated and transferred to another ventilator. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested patient information was not provided. (B)(4).